Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device displayed a fallback 'safety' mode message. The patient had not been previously exposed to MRI or radiation therapy.